Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 01-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was not working. A field service engineer (fse) replaced the remote manager latch and confirmed the remote manager was responsive in hardware test application mode. All cabling and harnesses were inspected and found to be in good working order. Conductive grease was applied to the remote manager latch, and all connectors and connections were tightened and crimped as required. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, ho-lv2s remote manager not working. User reported they had to keep pushing and pulling the latch for the rm to unlock the door multiples times. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.